Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the inner coil was offset/damaged at the s-curve region consistent with procedural damage. The s-curve hump height was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant. During procedure, the left ventricle lead exhibited failure to capture. The lead was not used and replaced. The patient was in stable condition.